Manufacturer narrative:
Investigation summary: no samples or photos were provided for evaluation. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8047736 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that leakage occurred before use with a bd blunt fill needle with filter. The following information was provided by the initial reporter, "when the drug was drawn up, it leaked out of the connection instead of going into the syringe although the connection was secure between the syringe and the needle. This vial had to be discarded and a new one used."